Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for sn (B)(6), was performed from the date of manufacture (B)(6) 2019, to the present date (B)(6) 2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.